Event description:
It was reported that during repair performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) had charging issues. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
(B)(6). Testing of actual/suspected device (10/3233): the fse that encountered found that the unit had been unplugged long term and the batteries were completely depleted. In the process of charging the batteries back up, the fse found that the unit stopped about half way through charging the second battery, it would just cycle the led above the battery on/off but never charge the battery. The fse tried a different battery and had the same issue. He reset the system while powered up (pulled both batteries unplugged) and (after plugging it back in) it started to charge. The fse replaced the power management board (0670-00-1162e), completed a full system test (including battery discharge), allowed the system to charge fully, and verified with the customer that the batteries charged fully. Subsequently, the fse completed all safety, functionality, and calibration checks, and the unit passed. The iabp unit was then cleared for use and returned to the customer. A supplemental report will be submitted upon completion of investigation.

Event description:
N/a

Manufacturer narrative:
The getinge field service engineer (fse) noted that the batteries were not defective and had been discharged from the iabp unit being unplugged. It was also noted that the customer failed to maintain the batteries per factory specifications, allowing the iabp unit to remain unplugged and the batteries to drain completely. A supplemental report will be submitted upon completion of our investigation. The occupation for the customer contact, (B)(6), is biomedical engineer.

Manufacturer narrative:
It was reported that during repair performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) had charging issues. There was no patient involvement, and no adverse event reported. Getinge field service engineer (fse) found that the unit had been unplugged long term and the batteries were completely depleted.in the process of charging the batteries back up getinge field service engineer (fse) found that the unit stopped about half way through charging the second battery, it would just cycle the led above the battery on/off but never charge the battery. Getinge field service engineer (fse) tried a different battery and had the same issue. Getinge field service engineer (fse) reset the system while powered up (pulled both batteries unplugged) and (after plugging it back in) it started to charge. Getinge field service engineer (fse) replaced the power management board (0670-00-1162e) to resolve the issue. Getinge field service engineer (fse) completed a full system test (including battery discharge) and allowed the system to charge fully, getinge field service engineer (fse) verified with the customer that the batteries charged fully. Returned to the customer and released for clinical use. The nrc verified the failure of the battery beginning to charge than stopping. The battery bay 1 led would cycle on and off. The board failed testing. Supplier indicated in their failure analysis that this board had a damaged l9 component and was replaced. After this replacement the board tested successfully. Supplier did not indicate the root cause of the failure. Attachment for failure analysis paperwork. Fat cannot investigate this part any further. Retaining the part in the failure analysis and testing department per procedure.the non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.

Manufacturer narrative:
The initial MDR was submitted with the incorrect aware date. The correct aware date for this reported issue should be 2022-03-15.